Event description:
Patient underwent revision procedure due to infection and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted in (B)(6) 2007 and revised in (B)(6) 2013. It is not likely the device contributed to the patients reported infection six years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
**Update**(B)(4) 2013 - litigation papers received. Litigation alleges pain, metallosis and adverse metal reaction. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.